Event description:
Additional information received noting that per the patient's parents high impedance was observed on the explanted generator prior to the battery depleting. But the device could not be checked in pre-op as the battery had fully depleted by this time.

Event description:
Patient underwent surgery to have their generator replaced due to normal expected battery depletion and once the new generator was connected, high impedance >=9,000 ohms, was observed. The lead pin was reinserted multiple times but this did not resolve the high impedance. The surgeon did not have enough time to perform a lead revision so the patient was closed and the surgeon planned to go back in at a later date to perform a lead revision. The explanted generator has not been received by product analysis to date. No known surgical intervention for the lead has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem, corrected data: supplemental #01 report inadvertently left out relevant information d6b. If explanted, give date (mo/day/yr), corrected data: supplemental #01 report inadvertently left blank f10 adverse event problem, corrected data: supplemental #01 report inadvertently left out code 'f1901' h6 adverse event problem, corrected data: supplemental #01 report inadvertently did not code 'b18' for type of investigation.

Event description:
The patient underwent a lead revision and the surgeon cut the lead into several pieces during removal so it is not available for return.